Event description:
It was reported that the patient feels atrial and ventricular pacing in his chest, not at pocket site, when sitting up. Outputs are programmed low. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.